Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable/ code 204) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation the electrode belt trunk cable was severed. The root cause for the severed trunk cable was physical abuse no adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had a damaged cable, and the patient was receiving a code 204 (belt unusable).